Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right ventricular (rv) lead exhibited inadequate capture. It was also observed that the lead had dislodged. Lead dislodgement was confirmed via x-ray imaging. The rv lead was decided to be repositioned and during repositioning it was noted that lead helix could not be deployed. The rv lead was explanted and replaced with new lead. Patient condition was stable.